Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An unknown zimmer implant was returned for investigation. Visual inspection of the returned product identified minor signs of usage and foreign material around the external threads and the collar. The implant was returned with an abutment attached to the implant that could not be removed. There was no damage found with the implant. The returned device could not be measure and verified to its DHR as the item and lot are unknown. The reported device was located on tooth # 18 and was used for approximately 8 years and 10 months. Patient reported swelling which could be possible as a result of reported peri implantitis pictures or x-ray images were not provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported peri implantitis and swelling the product was returned but the reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name. Item and lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the patient had peri-implantitis. The implant was removed.